Event description:
It was reported that during an ivor lewis esophagectomy procedure, the surgeon had used the circular stapler. The surgeon had to over sew the staple line where the anastomosis was compromised. The surgeon removed the device before doing counter-clockwise "release" step. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.